Event description:
It was reported to baxter (B) (4) that the reservoir of an infusor two day 2ml/hr had ruptured during patient use at the patient's home. The device was filled with 5-fu and saline. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has not yet been received by baxter for a sample evaluation. Should the device be received and evaluated or any additional information be received, a follow-up report will be submitted. (B) (4)